Event description:
It was reported that customer did not see drops of insulin at end of tubing during the load fill process, despite changing cartridge multiple times and confirming use of room temperature insulin, proper air removal, and no overfilling. There was no adverse impact to the customer¿s blood glucose level. Customer changed cartridges and infusion sets and, with guidance from technical support, performed a pump reset. After pump was reset, tubing filled properly and pump function was restored.